Manufacturer narrative:
The device has been requested for eval. Should the device become available for testing a follow up report will be submitted.

Event description:
Customer reported on med watch/ufr: pt's IV dextrose 5% in 0.9 normal saline was infusing on the pump. Pump began alarming. When nurse entered room pt was pinching the IV tubing near the angiocath. On inspection it was noted that the IV tubing had separated from the plastic distal y-site. Pt was pinching the tubing to keep it from leaking all over the bed. There was no report of pt injury or medical intervention. No additional info available at this time.